Event description:
Customer alleged two employees experienced peroxide contact. The second employee experienced the contact when removing a load from the sterrad 50 sterilizer. The employee handled a peel packed item which was a laryngoscope blade. No moisture was noted. He reported a burning irritation on his right hand and the area turned white. The contact area was rinsed off. It was reported that the employee was fine as of this call. The employee did not seek medical attention.

Manufacturer narrative:
This is one of two 3500a reports being submitted. Please reference MFR report number: 2084725-2009-00450.